Event description:
Device malfunction: premature deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that, the physician used an absolute stent which was advanced from the contralateral side through a long 6f sheath positioned across the aortic bifurcation to treat a proximal superficial femoral artery stenosis on the left. The lesion was heavily calcified and was located in the first portion of the superficial femoral artery. This stent was to be placed directly above an ev3 protege stent. The stent would not deploy on turning the wheel and the wheel rotated back to the original position. It was tried a few more times with the same result. The stent was removed and a competitive product was used. On initial advancement the tip of the stent delivery system became "entangled" in the previously deployed stent below where the absolute was to be placed which required some manipulation to free. After removal, the staff noticed that the stent was exposed and there was some damage (" a tear") to the delivery system which they beleived was caused by the interaction with the previous stent. Pt was reported to be fine after the procedure. No additional info available.

Manufacturer narrative:
The lot history record (lhr) was reviewed. There are no non conforming material reports (nmr) that pertain to this incident. Evaluation summary: chatter marks (mini-kinks for a length of 27cm) are an indication that the catheter was used in a sharp radius, which can affect the movement of the retractable sheath. Kinks/mini-kinks can cause thumbwheel resistance or prevent the retraction of the distal outer member (retractable sheath). The flared outer, outer member appears to have caught on a rough surface/object causing the material to catch and flare out. No specific reason could be identified for the major kink, damaged flared shaft or mini-kinks. Their was no mention any shaft damage observed during prep. Manufacturing has several 100% inspectons for shaft damage, prior to loading the catheter into the dispenser. In addition, product has 100% inspection for thumbwheel rotaton and for retractable sheath movement. No specific root cause identified. Manufacturing has several 100% inspections for shaft damage, prior to loading the catheter into the dispenser. In addition, production has 100% inspection for thumbwheel rotation and for retractable sheath movement.